Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in two inappropriate shocks. High out of range pace impedances of greater than 2500 ohms were also observed. The rv lead was suspected to be fractured, so it was surgically abandoned and replaced. During the revision, the lead was manipulated and the noise was reproduced. The lead was also tested via a pacing system analyzer which confirmed the out of range impedances. No additional adverse patient effects were reported.